Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 425 mg/dl. Customer stated they inserted a brand new sensor and nothing happened. Customer stated piece that inserted to the clip rails was damaged. Customer would not like to continue troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
The auto mode information provided with the initial report was not available. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was active on the insulin pump.